Manufacturer narrative:
H3: analysis of the extension (B)(6) found that the conductor circuit #1 had broken filars 2.7 cm from the proximal end of the lead. H6: conclusion code updated from 11 to 12 and 19. Result code updated from 3233 to 3252 and 476. Method code updated from 4118 to 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3708660, serial/lot #: (B)(4), ubd: 10-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the extension was connected to the leaf and generator during stage 2 implant, there was a high impedance on contact 1. The extension was disconnected a few times, and the opening was suctioned and dried off a few times with no success. It was stated some fluid may have gotten into the extension during implant causing for the impedance issue. A new extension was used and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed by the healthcare provider (hcp), reported the serial number of the implantable neurostimulator (ins) used during the time of the event. No patient symptoms or further complications were anticipated.